Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted 11 years, eight (8) months, underwent valve-in-valve procedure due to aortic stenosis. Tavr was successfully performed with a 23mm 9755rsl transcatheter valve. Patient was stable and has been discharged.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with an edwards surgical valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 23mm (B)(6) transcatheter valve. Patient was stable and has been discharged.